Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the threshold suspend alarm keeps going off and it has been going on for 6-7 hours. Customer's current blood glucose level is 118 mg/dl and sensor glucose value is 60 mg/dl. Customer stated that when she is working, she may not catch the threshold suspend. Customer stated that it was good and then last night, the threshold suspend started to get off. Customer was advised that the difference in readings was not within an acceptable range. Customer stated that the sensor has been in place for 5 days and 4 hours. Customer did not notice a bent cannula on a previous sensor. Customer was advised to remove and replace the sensor. Customer will be shipped a replacement sensor.

Manufacturer narrative:
Analysis inspected one opened and used partial sensor and performed continuity resistance test. Sensor passed per specifications. Unable to confirm insertion needle anomaly due to customer did not return insertion needle only the sensor.